Manufacturer narrative:
Na.

Event description:
The patient stated that she received an erroneous result when testing with her coaguchek xs meter serial number (B)(4). The patient tested a sample on her meter at 10:10 a.m. And the result was > 8.0 inr. At 10:15 a.m., a sample from the patient was tested on the nurse's coaguchek xs meter (serial number unknown) and it resulted as 5.6 inr. At 10:20 a.m., a sample from the patient was tested with an unknown laboratory method, resulting as 4.6 inr. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed based on the meter results. The patient's warfarin dose was held based only on the laboratory result. The patient currently feels ok. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's warfarin dose had been increased. The patient has received new medication, but would not provide details on which medication was new. The patient has had no changes in diet, no illnesses, and no symptoms of high inr. The patient did not have a special or unusual diet. The patient's meter had not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 304974) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr. With retention strip qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr), all measurements were without error messages. The maximum difference between measurements was 0.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were observed at 8.0inr as opposed to alleged 8.1inr in the meter¿s patient result memory attached to the case. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.